Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements greater than 200 ohms on the right ventricular (rv) channel. Subsequently, this patient underwent a device replacement procedure and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).